Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-05920. It was reported that the patient died. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During the procedure, the vessel was perforated and the burr stalled. The case was going okay; however, the patient died 40 minutes later.